Event description:
The following was reported to the hamilton medical ag: summary: panel error / connection lost (tn 556951) with panel reconnection (tn 556952). Original complaint: folgendes wurde der hamilton medical ag berichtet: gerät war am patient und laut kollegen wurde der bildschirm schwarz und das gerät habe auch nicht mehr beatmet. Gerät hat alarmiert. Patient wurde dann mit ambubeutel kurzfristig beatmet und gerät ausgetauscht. Translated to english with www.deepl.com: the following was reported to hamilton medical ag: device was on the patient and according to colleagues the screen went black and the device had also no longer ventilated. The device alarmed. The patient was then ventilated with an ambu bag for a short time and the device was replaced.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the issue in question is considered a reportable event since the malfunction "panel error / connection lost (tn 556951) with panel reconnection (tn 556952)" should compromise the ventilation mode. No ambient mode has been triggered with the event. The root cause of the ventilator device "panel error / connection lost (tn 556951) with panel reconnection (tn 556952)" was due the deviation of the ip esm and vu esm. The hardware malfunctions did not fullfilment the requirements. Within this investigation, it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. The failure "control unit error in settings file " does not delay the procedure and doesn't require an alternative means of alternative ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur. No further investigation or correction will be performed except those mentioned below. Correction: the partner confirm the replacement of the ip esm and the vu esm solved the problem. The partner performed all tests successfully. The unit was returned to use with no deviations.

Event description:
Hold cc 3.7 the following was reported to the hamilton medical ag: summary: panel error / connection lost (tn 556951) with panel reconnection (tn 556952). The following was reported to hamilton medical ag: device was on the patient and according to colleagues the screen went black and the device had also no longer ventilated. The device alarmed. The patient was then ventilated with an ambu bag for a short time and the device was replaced.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: no patient harm reported. Investigation is ongoing.